Event description:
It was reported that the infusion bag, containing total parenteral nutrition (tpn), was noted to be full, despite being programmed (B)(6) to run at 65 cc/hour with volume to be infused of 1797.79ml. The infusion was initiated (B)(6) at 2132, programmed to run at 65 ml/hr. Two clinicians verified the rate hourly for the next 24 hours. It was noted that there was a dual sign off on (B)(6) at 07:16, documenting the rate at 65. The infusion was stopped at 2132 (B)(6) at which time the bag should have been empty, but it was full. The event occurred on a patient receiving continuous renal replacement therapy (crrt) and the pump issue reportedly affected the patient's fluid balance. Per customer, it does not appear that the issue caused significant harm. Although requested, additional information was not provided.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the infusion bag, containing total parenteral nutrition (tpn), was noted to be full, despite being programmed (B)(6) 2022 to run at 65 cc/hour with volume to be infused of 1797.79ml. The infusion was initiated (B)(6) 2022 at 2132, programmed to run at at 65 ml/hr. Two clinicians verified the rate hourly for the next 24 hours. It was noted that there was a dual sign off on (B)(6) 2022 at 07:16, documenting the rate at 65. The infusion was stopped at 2132 (B)(6), at which time the bag should have been empty, but it was full. The event occurred on a patient receiving continuous renal replacement therapy (crrt) and the pump issue reportedly affected the patient's fluid balance. Per customer, it does not appear that the issue caused significant harm. Although requested, additional information was not provided.

Manufacturer narrative:
Additional information: annex a: a0401 annex g: g04070 annex c: c070606 annex d: d02 investigation summary: the customer reported complaint of under infusion was not replicated during testing of both the returned pump module and administration set. ¿ laboratory testing and inspection of the returned administration set observed no anomalies. ¿ a review of the pcu and pump module error logs observed no errors, malfunctions, or occlusion alarms recorded on the customer reported complaint date of (B)(6) 2022 to (B)(6) 2022. ¿ on (B)(6) 2022, the previously programmed basic infusion had a vtbi of 1800ml added and the rate was changed to 65ml/h. The infusion was started at 9:44 pm. Primary volume infused was recorded as 4458.1ml. O prior to the reported start of the incident infusion there were 4 recorded flow stop open alarms from 9:41 pm to 9:42 pm. The reason why these alarms occurred was not determined. O on (B)(6) 2022 at 9:33 pm (approximately 24 hours later), the pump module was channeled off. Pvi was recorded as 6005.6ml and the calculated volume infused was 1547.5ml. ¿ an internal and external inspection of the source pump module found no irregularities related to an under infusion condition. ¿ inspection of the returned administration set under a microscope observed no anomalies with the silicon segment or IV tubing. ¿ the pcu event log could not determine the volume contained in the infusion bag either at the start or end of the infusion. ¿ a review of a returned video titled ¿(B)(4)¿ observed the following: o no drops were observed in the drip chamber for the duration of the 1-minute 6-second video. O the indicator status lens was illuminated green, indicating the pump module was infusing. O rate display was observed to be 65ml/h. O the original setup observed in the video could not be tested as the device and administration were received separated. ¿ the pump module directions for use contains information about loading a primary administration set: o load the administration set by holding the upper fitment above the fitment recess and lower into the recess, ensuring the tubing is not twisted inside the pump module. O press the flo-stop fitment into the recess below the mechanism. O using a fingertip, firmly push tubing toward the back of the air-in-line (ail) detector. O ensure no extraneous objects (for example, bedding tubing, gloves) are enclosed or caught in the pump module door. Care should be also taken to ensure that the pumping segment is not twisted when installed into the pump chamber. O close the door and hold it in a closed position by grasping the door and instrument case with 1 hand then gently lowering the latch. Root cause: the root cause of the reported under infusion of tpn was not determined. Laboratory testing of the returned pump module along with the incident administration set observed the pump module delivering fluid within specification. The original setup observed in the customer's provided video could not be tested as the pump module and administration set were received separated.

Event description:
It was reported that the infusion bag, containing total parenteral nutrition (tpn), was noted to be full, despite being programmed march 7 to run at 65 cc/hour with volume to be infused of 1797.79ml. The infusion was initiated march 7 at 2132, programmed to run at at 65 ml/hr. Two clinicians verified the rate hourly for the next 24 hours. It was noted that there was a dual sign off on march 8 at 07:16, documenting the rate at 65. The infusion was stopped at 2132 march 8, at which time the bag should have been empty, but it was full. The event occurred on a patient receiving continuous renal replacement therapy (crrt) and the pump issue reportedly affected the patient's fluid balance. Per customer, it does not appear that the issue caused significant harm. Although requested, additional information was not provided.